Manufacturer narrative:
This report is a response to mw5043927. The device was not returned for inspection, so an analysis of the device could not be completed. The report was submitted to FDA anonymously, so we are unable to contact the customer to obtain any additional information that could be used to determine the root cause of the reported incident. It is not believed that the interlock could cause a stoma site infection, as it is encased in silicone and it does not come into direct or indirect contact with the body. The material was fully tested for biocompatibility and was cleared for use by the FDA. In addition, we do not feel that the event is a reportable event based on the supplied information from the initial reporter. There was no death, serious injury, or malfunction as defined by FDA. While the patient had two recent stoma site infections, there is no evidence that the button caused the infection and there is no information that the event was life-threatening, would result in permanent impairment/damage, or necessitate medical/surgical intervention to preclude permanent impairment/damage. As the reported incident was anonymous, we are unable to obtain the necessary information to fully investigate this report. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. (B)(4) to this report.

Event description:
My child has had a g-tube for almost 5 years. We have always used the mini one balloon button low profile feeding device. For almost 4. 5 years, we never had a problem with the stoma site. Ever since the manufacturer changed the button to make it glow in the dark, we have had 2 stoma site infections. The glow in the dark aspect of the button must be causing sensitivity issues and is resulting in infections.